Event description:
The facility's biomedical engineer reported an infusion pump with a failure code 810:04. Info was requested by baxter's customer service regarding specific pt info, whether or not there was a report of pt injury, pump programming and set-up info, tubing product code and lot number in use and the medication involved if applicable, but no additional info was available. Additional contact info was requested but no additional contact was identified.